Event description:
Customer called to report damage to the insulin pump. Customer stated that there are scratches on the reservoir comparmtent and lcd windows. Customer cannot read the pump screen. Customer's blood glucose reading was 112 mg/dl. Nothing further reported.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's mother stated the customer will revert to backup plan and will not use the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.